Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux cubie was not open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the cubie was not opening. A technical support specialist (tss) stated that it sounded like there was paper or plastic stuck between the lid and the cubie. The tss instructed the user to inform the director of nursing (don) to remove the cubie and have it replaced, and to call the pharmacy to deliver the medications for the patient. The system functioned as intended after the technical support specialist investigated the issue.